Manufacturer narrative:
Event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: addr01 ipg implanted:(B)(6) 2013.

Event description:
It was reported that the patient's lead exhibited oversensing and pacing inhibition was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.